Event description:
It was reported the video processor experienced problems on the scope connection. The event happened during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Therefore, it was unknown whether the phenomenon was reproduced, and it could not be determined whether the device specifications were satisfied. No appearance/functional anomalies were newly reported. No further escalation was determined necessary to mitigate the risk, based on the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.